Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was meeting with the patient on the day of the report for troubleshooting the system. The rep found a short on contact (B)(6) and was able to reprogram around the short to get better coverage than before. Programming provided as follows: 4.7ma, 1000 pw, 100 hz, 2-2+, 604 ohms 7.466ma; 7.8v, 1000pw, 100 hz, 1+1-, 1029 ohms 7.436ma. It was also indicated that the patient have not had good pain coverage for a while and was charging more frequently. The patient was scheduled with his healthcare provider in march for injection in his back and at that time they will also check for lead placement due to the fact that the patient's pain coverage had change. It was mentioned that he used to have better coverage when he first got the implant. The recharge interval was too short and the pain coverage was not the same as before. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.